Event description:
Reporter stated that a peritoneal dialysis patient experienced a hypoglycemic event coincident with extraneal therapy (a labeled interferent for comfort curve test strips). Reporter stated that patient's blood glucose was measured at 3:00 am, on the advantage system, with a result of 575 mg/dl (value was also reported as 500 mg/dl, when speaking to a different family member). Based on this value, patient was given 60 units humalog. An unspecified time later, patient reportedly felt "hot and clammy," experienced leg-cramps, and returned to bed. Reporter stated that, sometime between 8:00 am and 8:30 am, patient became lethargic and was unable to speak clearly. At 8:35 am, patient's blood glucose was reportedly retested, on the advantage system, with a result of 121 mg/dl. Emergency medical services were summoned and, at 8:45 am, patient's blood glucose measured 28 mg/dl on paramedics' blood glucose monitor. Patient was reportedly treated with intravenous dextrose solution. Reporter noted that patient's blood glucose measured between 300 mg/dl and 400 mg/dl, on an unspecified device, before paramedics departed an unspecified time later. No additional treatment was reported. Reporter did not indicate when patient was last dialyzed prior to the event, nor was any information about patient's dialysis schedule provided. The manufacturer requested the return of the advantage system for evaluation.

Manufacturer narrative:
Additional information received on 02/09/2012 from the drug manufacturer (same event reported on medwatch (B)(4)): on (B)(6) 2012, patient's caregiver provided additional information to the drug manufacturer. Caregiver stated that patient, patient's family members, and herself were all made aware of the potential drug/device interaction through reading materials. The patient was wearing a medical alert bracelet; however, she did not have a glucose interaction warning bracelet. It is not known if the patient had a wallet card or hospital admission kit. The caregiver reported that patient was released from the hospital five days after admission. On an unreported date, in 2011, patient discontinued extraneal therapy and was switched to hemodialysis, due to poor tolerance of peritoneal dialysis therapy.